Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Corrected to include new annex codes that reflect the reported event. Addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event. Product event summary: ventricular assist device (vad) (B)(4) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Internal pathological report revealed evidence of thrombus within the device. Information provided by the site indicated that the vad patient was hospitalized and experienced hemorrhagic cerebrovascular disorder and arrhythmias. A cerebral hemorrhage was incidentally observed during a computerized tomography (CT) scan. There was no change in anticoagulation and antiplatelet therapy. The patient¿s bleeding worsened during observation. The patient¿s international normalized ratio (inr) was elevated, and the patient experienced a neurological dysfunction, a subarachnoid hemorrhage (sah). A head CT was performed about a week later and the patient experienced another neurological dysfunction. A bleeding lesion was pointed out in the cerebellar vermis. Aspirin administration was continued, and the target range of anticoagulant therapy was lowered with warfarin under concurrent cerebral medical examination. The patient¿s systemic blood pressure was low on average and blood cultures were negative. Head CT that was performed for the next two days revealed no bleeding spread. It was further reported that on the morning of the event the patient experienced headache, dizziness, and nausea. A CT scan revealed that the patient had hemorrhage of the cerebellar, and the cerebellar vertebra was enlarged and a puncture of the fourth ventricle was observed and therefore anticoagulant was reverse via kcentra. The patient had a sudden drop in consciousness and an emergency bilateral ventricular drainage was performed for the hydrocephalus, but no recovery of consciousness was observed after that operation. A follow up head CT suspected that the patient had intraoperative rebleeding and exacerbation of intraventricular hemorrhage and upward herniation. A craniotomy was performed to remove hematoma and the ventricular drain was replaced and the hemostasis became difficult. The patient was in a deep coma, and no exacerbation of the hemorrhage was observed on the head CT. Laser doppler anemometry (lda) suspected an embolism in the left frontal lobe, three days later the patient was started on continuous heparin administration and oral antithrombotic therapy was not restarted. The next morning the heparin administration was stopped when the patient had tracheotomy, with a large amount of blood from the tracheotomy site. Several days later another head CT showed no spread of bleeding. The next day there was a decrease in drainage volume from the ventricle drain and an enlarged pupil diameter was observed, and new bleeding was observed from the hypothalamus to the midbrain via CT. The patient had a drop in average blood pressure. No further surgical removal was done based on consultation with cerebral surgery department and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported e vent. Per the instructions for use, neurological dysfunction, bleeding, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient subsequently expired. Investigation of this event was previously completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cerebral hemorrhage was incidentally observed during a computerized tomography (CT) scan. There was no change in anticoagulation and antiplatelet therapy. The patient¿s bleeding worsened during observation and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s international normalized ratio (inr) was elevated and the patient experienced a neurological dysfunction, a subarachnoid hemorrhage (sah). A head CT was performed about a week later and the patient experienced another neurological dysfunction. A bleeding lesion was pointed out in the cerebellar vermis. Aspirin administration was continued and the target range of anticoagulant therapy was lowered with warfarin under concurrent cerebral medical examination. The patient¿s systemic blood pressure was low on average and blood cultures were negative. Head CT that were performed for the next two days revealed no bleeding spread. It was further reported that on the morning of the event the patient experienced headache, dizziness and nausea. A CT scan revealed that the patient had hemorrhage of the cerebellar, and the cerebellar vertebra was enlarged and a puncture of the fourth ventricle was observed and therefore anticoagulant was reverse via kcentra. The patient had a sudden drop in consciousness and an emergency bilateral ventricular drainage was performed for the hydrocephalus, but no recovery of consciousness was observed after that operation. A follow up head CT suspected that the patient had intraoperative rebleeding and exacerbation of intraventricular hemorrhage and upward herniation. A craniotomy was performed to remove hematoma and the ventricular drain was replaced and the hemostasis became difficult. The patient was in a deep coma, and no exacerbation of the hemorrhage was observed on the head CT. Laser doppler anemometry (lda) suspected an embolism in the left frontal lobe, three days later the patient was started on continuous heparin administration and oral antithrombotic therapy was not restarted. The next morning the heparin administration was stopped when the patient had tracheotomy, with a large amount of blood from the tracheotomy site. Several days later another head CT showed no spread of bleeding. The next day there was a decrease in drainage volume from the ventricle drain and an enlarged pupil diameter was observed, and new bleeding was observed from the hypothalamus to the midbrain via CT. The patient had a drop in average blood pressure. No further surgical removal was done based on consultation with cerebral surgery department and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion,additional information and correction. Additional information is reported in the event description, lab values and relevant history and the patient codes have been updated to reflect that. The event date has been corrected from (B)(6) 2020 to (B)(6) 2020. Product event summary: the ventricular assist device (vad) was returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and additional information. The patients identifier has been updated from (B)(6) to (B)(6). The additional information has been added to the event description. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s activated partial thromboplastin (aptt) was lower than the target value because of the heparin. There was intracranial bleeding from the brainstem which was identified by computerized tomography (CT) scan.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: b5: desc evt problem: corrected to include additional adverse event experienced by the patient - h6 patient codes (ime/annex e) and img (annex g) component: corrected to include new annex codes that reflect the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient experienced arrhythmias.

Event description:
It was further reported that the patient received a blood transfusion.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Internal pathological report revealed evidence of thrombus within the device. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, bleeding, thrombus, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized and experienced hemorrhagic cerebrovascular disorder. A craniotomy was performed. The vad remains in use. No further patient complications have been reported as a result of this event.